Manufacturer narrative:
Evaluation of the device shows the anchor has broken at the suture eyelet. The break is angular in nature. One of the inserter tabs is bent dramatically where the anchor is broken. Device has been autoclaved as the handle is melted. As reported surgeon did not use the ao two-finger technique when inserting the anchor which is required per the devices IFU. (B)(4).

Event description:
During the investigation for complaint (B)(4) it was reported that a second incident took place at this facility with this surgeon. During insertion of the anchor it broke at the eyelet. All pieces of the anchor were removed. Surgeon did not use the ao two-finger technique.